Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgical procedure, the linear stapler did not fire the load. There was no patient injury.